Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, at the first firing they used a power stapler and a reload. The surgeon clamped the tissue and tried to fire the device; however, the knife did not advance and couldn't be fired. They tried to replace the cartridge but had the same result. After the procedure, they set the handle and the adapter, and connected a new cartridge and fired the device for a trial and the firing was successful. The procedure was completed with another device. No patient harm.